Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customers blood glucose level was 405 mg/dl at the time of incident and the current blood glucose level was 359 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.